Manufacturer narrative:
Product ID: 3387s-40, lot# va00x22, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# va00x22, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer. (B)(4).

Event description:
It was reported that the patient had tenderness and some restricted movement of her head due to the wires. The patient stated that the wire was sticking out when she moves her head. It was clarified that the wire was not sticking out of her skin, just that the patient could feel it when she moves her head. The patient thought the extension from the ins to the lead was put in too short. Additional information received reported that the wires were too tight in patient¿s neck, so she had a revision to correct this on either (B)(6) 2013 or (B)(6) 2013. It was noted that the patient told the health care professional to replace the same neurostimulator but she did not think that happened.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# va00x22, implanted: (B)(6) 2012, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).